Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-3304-25, serial/lot #: (B)(4), description: splitter 2x4-25 cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because he did not want to use the device anymore. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.